Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a balloon dilation procedure performed on (B)(6) 2025. During the procedure, the balloon burst when it was inflated at 3 atm using an alliance pistol. There were no reported patients' complication as a result after this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a balloon dilation procedure performed on (B)(6) 2025. During the procedure, the balloon burst when it was inflated at 3 atm using an alliance pistol. There were no reported patients' complication as a result after this event.

Manufacturer narrative:
Block e1 (initial reporter first name and initial reporter email) has been updated with the additional information received on october 23, 2025. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, a visual and microscoping inspection found that the balloon was ruptured. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. It is possible that the rupture found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results- the returned cre pro wireguided dilatation balloon was analyzed, a visual and microscoping inspection found that the balloon was ruptured. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. It is possible that the rupture found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a balloon dilation procedure performed on (B)(6) 2025. During the procedure, the balloon burst when it was inflated at 3 atm using an alliance pistol. There were no reported patients' complication as a result after this event.